Manufacturer narrative:
The insulin pump alarmed compromised force sensor system due to slightly loose drive support disk. Unable to perform occlusion test, prime test or excessive no delivery test due to compromised force sensor system alarm. No aaa flashed on the display noted and the insulin pump powered up properly after battery installation. No battery out limit alarms noted. The insulin pump was received with operating currents within spec. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. No unexpected restart alarms noted. Unit received cracked case at the display window corners, cracked battery tube threads, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit and unexpected restart alarm. The customer's blood glucose level at the time of incident was unknown. The customer's blood glucose level had been as high as 485mg/dl. The customer's levels had been as low as 42mg/dl. The customer treated the highs with injection and lows with apple juice. The customer was advised replacement pump would be sent. The customer declined to troubleshoot for the high and low levels.